Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2008. The patient reported having a vitreous detachment in (B)(6) 2012. At the patient's most recent exam on (B)(6) 2013, the eye was normal. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - flashers; vitreous floaters. (B)(4).

Event description:
Additional information received - the physician indicated the patient experienced flashes and floaters. The date of the examination was (B)(6) 2012. The patient had retinal atrophy, a flat retina and mild myopic astigmatism. The patient's current visual acuity post-op is 20/20. The patient is very happy with the icl implants.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method ): medical review. Results: per medical review - reviewed patient post-treatment follow-up form dated on (B)(6) 2013 od: reportedly posterior vitreous detachment (pvd) had occurred, following icl implantation in 2008, one year ago. According to the dcr from the referring retina specialist (2012) the symptoms of flashes/floaters, and subsequent pvd, were not attributed to the device but to the pre-existing condition (noted (B)(6) 2007). No secondary surgically or medically intervention was performed or planned. The latest report from the implanting surgeon dated on (B)(6) 2013 noted excellent prognosis (va was 20/20) and that patient was very happy with the icl. It should be noted that patient was (B)(6) at the time of the surgery and the visian icl is indicated, per dfu, for adults 21-45 years of age. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd) , therefore the most likely cause of the event was patient related factor. (Ref: morita h,et all "a clinical study of the development of posterior vitreous detachment (pvd) in high myopia" retina ,1995;15(2):117-24). Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor. (B)(4).